Event description:
A malfunction was reported on the customer's pump, and it displayed a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and instructed the customer to use multiple daily injections as a backup therapy.